Event description:
It was reported that this pacemaker was explanted due to an unknown product anomaly. This pacemaker was replaced with a new device. No additional adverse patient effects were reported.